Event description:
It was reported that, this right ventricular (rv) lead was discovered to exhibited noisy signals oversensing and high pacing impedances out of range. Subsequently, the rv lead was explanted and replaced with a leadless pacemaker from a competitor company. The rv lead was found fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 260 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals oversensing and high pacing impedances out of range were likely caused by the confirmed fracture.

Event description:
It was reported that, this right ventricular (rv) lead was discovered to exhibited noisy signals oversensing and high pacing impedances out of range. Subsequently, the rv lead was explanted and replaced with a leadless pacemaker from a competitor company. The rv lead was found fracture. No additional adverse patient effects were reported.